Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 p on an unknown side on an unknown date. The patient was revised on (B)(6) 2016 due to loosening, corrosion and pain.

Manufacturer narrative:
Additional information was received on august 13, 2017. Product was received and investigation was performed. DHR review : the quality records indicate that this component met all requirements to perform as intended. Event summary: patient underwent revision due to pain, loosening and corrosion review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis: visual examination. The returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup showed damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited poor bone on growth . Only few bone traces were visible. The surface of ldh head was scratched . On the inner surface of the head adapter surface changes due to fretting corrosion as well as two marks of unknown origin could be found. Conclusion: no further investigation required as this issue is already known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).